Event description:
It was reported that a right ventricular lead was attempted but could not be implanted as the helix would not extend on the second placement attempt. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the helix is bent and does not extend.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.